Manufacturer narrative:
Correction made to b5: it was reported that there was a connection issue between the female connector (previously submitted as patient connector) of a minicap extended life pd transfer set and the "solution tube". Correction made to f10/h6: medical device problem codes: replace 1203 with 1204 h10: one actual sample was received for evaluation with a dark blue adapter attached to the female connector. A visual inspection with the naked eye noted the female connector separated from the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The dark blue adapter was hand removed from the female connector therefore, the reported connection issue was not verified. The cause of the separation is related to inadequate solvent application to the set during manufacturing. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address is (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the patient connector of a minicap extended life pd transfer set and the "solution tube". This was further described by the nurse as ¿the transfer set could not be separated from solution tube¿. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.